Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes there was red cell hang up and issues with additive. This occurred with 100 tubes, however, there was no reported patient impact. The following information was provided by the initial reporter, translated from chinese to english: there is a large gel mass in the yellow tube serum after centrifugation, and the red cell ring of the tube lip has been severe. It has appeared for several days. There are about 10 cases every day. There are specimens from the ward, emergency department and outpatient department. , it didn¿t pay attention at the beginning. It found this problem for several days and reported it to the department.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin or red cell ring were observed. Bd was unable to duplicate the customer¿s indicated failure (fibrin clots and red cell rings) because the defect was not evident in the testing of the retention lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin based on the photos provided. Bd is unable to confirm this complaint for red cell ring. All testing of retention samples was satisfactory. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ blood collection tubes there was red cell hang up and issues with additive. This occurred with 100 tubes, however, there was no reported patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: there is a large gel mass in the yellow tube serum after centrifugation, and the red cell ring of the tube lip has been severe. It has appeared for several days. There are about 10 cases every day. There are specimens from the ward, emergency department and outpatient department. , it didn¿t pay attention at the beginning. It found this problem for several days and reported it to the department.